Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-01383, reference MFR report: 1627487-2019-01382. It was reported that the patient's ipg and lead were replaced. It is unknown which lead was replaced, as such both are being reported. The reason for the explant is unknown.